Event description:
It is reported that the patient was revised for breakage of the stem 10 years after implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.